Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382544 and lot number 5045783. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No new information.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. E1. Address information was not provided; therefore, il was used as the state. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
"When starting an IV in pre-op, I went to push the button to retract the needle, and it wouldn't retract fully. It became stuck halfway down the IV catheter and could not be removed leaving the sharp exposed. The whole IV catheter had to be removed and the IV had to be reattempted."